Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) exhibited an undersensing. Programming changes were made. The patient had no adverse consequences.